Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. The implantable cardioverter defibrillator exhibited post paced t-wave oversensing which began on (B)(6) 2016 based on stored egms. The device was reprogrammed. Patient remained asymptomatic thought the event.